Manufacturer narrative:
Customer problem confirmed, the pumps batteries had leaked in the pumps battery compartment. The pumps rear housing containing the battery compartment needed to be replaced.

Event description:
It was reported that during use of the cadd® cadd-legacy® pca pump the battery was leaking in the battery compartment.